Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubble and the size of the air bubble are larger that champagne size and are at the top and bottom of it. The customer¿s blood glucose level was 9.2 mmol/l. The customer stated that insulin pump received hardware low level failure alarm followed by battery failure after the self test was completed. The customer experienced the high blood glucose and treated with the injection. The customer advised to discontinue use and revert to back up plan. The device will not be returned for the analysis.